Manufacturer narrative:
(B)(4).

Event description:
Patient was at the hospital for about 6-7 hours before being sent home. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient had a missed low event because the receiver did not beep and went into a 30-second seizure. Patient sustained a large bruise on the chest. The paramedics were called, they administered glucagon and then the patient was taken to the hospital emergency room. Patient was given an IV drip of fluids and had an MRI and cat scan performed. Patient was at the hospital for about 6-7 hours before being sensor home. At the time of contact, patient was having chest pain and difficulty with breathing. Additionally, the patient's wife tested the audio function of the receiver and it did not beep. No further event or patient information was provided.